Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the returned lead found one open at channel 8. Since no broken wires were observed during microscopic inspection the open is consistent with an electrical open at the contact weld site. The fracture is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The report did not indicate if the patient had any recent falls or trauma.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47779, related manufacturer reference number: 1627487-2020-47780, related manufacturer reference number: 1627487-2020-47782, related manufacturer reference number: 1627487-2020-47783, related manufacturer reference number: 1627487-2020-47784. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein both the patient¿s scs systems were explanted. This addressed the issue.